Manufacturer narrative:
No service on the ventilator has been requested. The user facility reportedly determined that the o2 gas module was defective, but decision was taken to not repair the ventilator. No ventilator logs were provided. Since no parts were returned for investigation, the root cause of the event has not been determined. H3 other text : 4117.

Event description:
It was reported that the ventilator failed internal leakage and pressure transducer tests during pre-use check. There was no patient involvement. Manufacturer's ref #: (B)(4).

Manufacturer narrative:
**Device related data quality updates only** a correction of field # d1 brand name, # d4 version or model #, # d4 unique identifier (UDI), # h4 manufacture date. D1 - brand name - previous brand name: servo-s, - corrected brand name: servo-s base unit . D4 - version or model # - previous version or model #: servo-s, - corrected version or model #: 6640440. D4 - unique identifier (UDI)# - previous unique identifier (UDI)#: missing, - corrected unique identifier (UDI)#: (B)(4). H4 manufacture date - previous manufacture date: 09/10/2020. - corrected manufacture date: 09/02/2020.

Event description:
Manufacturer's ref #: (B)(4).